Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump, and the customer agreed to return the malfunctioning pump using the provided return box and pre-paid label. Instructions were given on transitioning to a replacement pump, including storage preparations and programming pump settings, which the customer acknowledged. The customer confirmed they would use multiple daily injections as a backup therapy.